Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient reported bluetooth connection between transmitter and mobile app. No medical intervention was reported. Additional event or patient information is not available. Data was provided for evaluation. The reported bluetooth connection between transmitter and mobile app was not confirmed. A root cause could not be determined via data.